Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and the patient was noted to be dependent. During a generator replacement procedure, it was noted that the left chest veins were occluded, and the physician decided to insert a non boston scientific lead via the right axillary vein and tunneled to the left chest. The new non bsc device and this existing rv lead were attached to a new cardiac resynchronization therapy pacemaker (crt-p) for rv and backup rv pacing. This rv lead was switched to the left ventricular (lv) port. No additional adverse patient effects were reported.